Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis on two separate occasions. Troubleshooting was performed. The insulin pump passed the self and prime tests, but the customer did not have the tubing clamp to perform the high pressure test. The customer did not want to continue troubleshooting and asked for the insulin pump to be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.